Event description:
Pt reports problem began in 2006. Pt reports she wakes with sticky eyes and during the day must remove her contact lenses and clean them. Pt went to a dr and there is no infection or any other problem. Dr advised her to try another brand of solution and to not sleep in her contact lenses. Pt did not respond to request for further info. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would effect the prod's stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the prod is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.